Event description:
It was reported that the user replaced their glucose sensor and experienced a freestyle libre 3+ pairing failure alert on the ilet, after which troubleshooting guided the user to rescan the sensor in the ilet mobile app, resulting in successful pairing and sensor warmup on the ilet. No adverse clinical symptoms reported. Outcomes included successful device function with sensor warmup initiated and no alarms or medical interventions. User support included guided troubleshooting and education to verify sensor pairing mode, attempt reconnection, and rescan via the mobile app. Investigation of this case revealed that the pairing failure resolved after rescanning, indicating a transient connectivity issue between the sensor and the ilet without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user/device interaction leading to temporary communication failure that resolved with standard reconnection steps.